Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was recertified and returned to the customer. Review of the clinical log shows evidence that a valid impedance was not recognized by the device, therefore no ECG signal displayed in order to perform an analysis. It is likely related to coupling; however, without the pads used this is unable to be determined. There were no critical errors that would have prevented the device from analyzing. It's important to mention that ECG became available minutes later into the case. Analysis of reports of this type has not identified an increase in trend.